Event description:
It was reported that during a posterior spinal fusion l2-pelvis procedure, the surgeon rounded off the tips of three t-25 stardrive shafts. The rod tips of the rod cutter were broken and the surgeon cut the rod. All pieces were retrieved, and the procedure was completed with no effect to the pt. This complaint is on a t-25 stardrive shaft. This is 3 of 4 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding...the sample was not returned for eval. A review of the device history record did not show any conditions that could have contributed to the reported event.